Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery issue. The insulin pump had diminished battery life and had rejected battery error message. Customer stated that the insulin pump had low battery alert and the buttons did not work. The insulin pump squirts insulin while priming. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
Retainer ring= black. Case= ngp. Customer complained the insulin pump alarmed insulin flow blocked & keypad unresponsiveness & unexpected battery power loss & charge/battery lasts less than expected on (B)(6)2022. Device passed the self-test, active measurement test, sleep current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Keypad was responsive during testing and passed the keypad voltage test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Failed battery test was noted on (B)(6)2022 05:01 pm--05:03 pm and this was expected. No other alarms/alerts/anomalies were noted on event date in history files and traces. Insulin pump was cut to perform visual inspection and found evidence of moisture damage on electrical board 1. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, keypad overlay texture damage. No delivery & keypad unresponsiveness & unexpected battery power loss & charge/battery lasts less than expected is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.